Event description:
It was reported that the patient had phrenic nerve stimulation when sitting up and slightly bending forward. The stimulation occurred post implant when the left ventricular lead was programmed at 1.5v. The left ventricular output was lowered to 1.0 v and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was additionally reported that the lead was electronically abandoned. The patient is a participant in the (B)(6) study.